Event description:
On 12/19/1998 the account reported a hemoglobin of 8.8 g/dl at 01:45 am and the pt was admitted to the hosp based upon the result. A second sample was drawn and tested 06:58 am and a hemoglobin result of 12.2 g/dl was obtained. The first sample was then retested at 09:38 am and a hemoglobin result of 12.1 g/dl was obtained. No report of injury.